Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. It is possible that a build-up of procedural contaminants (blood, contrast) on the guide wire and/or inadvertent interaction with other devices contributed to the reported difficult to remove; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported in a general comment that the balance middleweight universal ii guide wire became trapped with an unspecified balloon. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.